Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient developed an infection. The patient was admitted to the hospital for renal failure and had become septic.